Event description:
Caller indicated the relion micro meter was giving variable readings. Mr. (B)(6) called in on behalf of his sister. He stated that when she performed a test on the glucocard vital she received a result of 30mg/dl, and then immediately changed lancet, and strip and retested which gave a result of 269mg/dl. This caused concern and he stated that she has been getting variable readings in the past as well, so he tested on him self (non diabetic) and received results of 20mg/dl, retested and received results of 104mg/dl. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.